Event description:
It was reported that pump experienced malfunction when pump screen went dark and would not turn on, and malfunction alarm appeared after pump completed startup sequence. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and malfunction code did reoccur. The customer reverted to an alternate method of insulin therapy.